Event description:
A customer reported that their pump declared alarm 20 while it was in use during pumping. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer had previously reported similar issues with the same pump serial number, and technical support decided to replace the pump. The customer will continue to use the current pump as backup therapy and was instructed on how to put the pump into storage mode before returning it. Technical support confirmed the shipping address and provided a pre-paid label for returning the problematic pump within ten days.